Manufacturer narrative:
As reported, on (B)(6) 2025 the 9x40 precise pro rx nitinol self-expanding stent (ses) system was used. The patient underwent carotid artery stenting under an embolic protection device, percutaneous vertebral artery drug-eluting stent implantation, and cerebral angiography. One day later, upon waking, the patient felt dizzy with left-sided limb weakness and numbness. The examination showed clear consciousness, mildly slurred speech, intelligence intact, insight, orientation, calculation, and memory grossly normal, gross vision normal, visual fields normal, pupils equal and round, 3 mm, brisk light reflex; full extraocular movements; no nystagmus or strabismus; symmetrical facial lines; bilateral nasolabial folds symmetric; no mouth deviation; hearing grossly intact; normal gag reflex; tongue midline, symmetric, strong head turning and shoulder shrug, an no scm atrophy. There was normal limb tone, proximal strength of left limb grade 4, distal 5-; right limb 5-. Coordination not cooperative, no involuntary movements, and superficial and deep sensations were normal. Tendon reflexes (++) and no pathologic signs elicited. Neck supple; meningeal signs negative. Considered acute cerebral infarction due to microthrombus detachment; immediate postoperative head CT and treatment with tirofiban for antiplatelet effect, edaravone for free radical scavenging, and symptomatic therapy were administered. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The device was not returned for evaluation. The product history record (phr) review of lot 18432163 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. An ischemic stroke or cerebrovascular accident is a known potential risk associated with carotid artery stenting and is listed in the instructions for use (IFU). An ischemic stroke is a cerebrovascular disorder caused by reduced blood flow to brain tissue, commonly resulting from thrombosis, embolism, or hypoperfusion. Physical manipulation of the carotid artery during stent implantation and balloon dilatation may dislodge atherosclerotic debris, which can embolize to the cerebral circulation and disrupt perfusion. In addition, stent implantation and balloon dilatation intentionally disrupt the intimal layer of the vessel wall to restore patency, which initiates an inflammatory response and activates the coagulation cascade, potentially leading to thrombus formation. These mechanisms are inherent to the procedure and may contribute to post-procedural ischemic events. Early medical intervention can halt this process and reduce the risk for irreversible complications. Based on the information provided, the reported neurologic event is most consistent with an acute ischemic cerebral event likely related to procedure-associated microembolization following carotid artery stenting. The onset of left-sided weakness and numbness approximately one day post-procedure aligns with a known risk window for thromboembolic events despite the use of an embolic protection device. Without procedural images of the condition, the reported ¿cerebrovascular accident¿ could not be observed. Also, without return of the device or images of the stent placement, possible device-contributing factors could not be determined. However, there was no report of a device malfunction, deployment abnormality, or performance issue with the 9×40 mm precise pro rx nitinol self-expanding stent system. Therefore, based on the available information, patient and/or procedural factors most likely contributed to the issue experienced. Neither the phr review, nor the information available for review suggests that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, on (B)(6) 2025 the 9x40 precise pro rx nitinol self-expanding stent (ses) system was used. The patient underwent carotid artery stenting under an embolic protection device, percutaneous vertebral artery drug-eluting stent implantation, and cerebral angiography. One day later, upon waking, the patient felt dizzy with left-sided limb weakness and numbness. The examination showed clear consciousness, mildly slurred speech, intelligence intact, insight, orientation, calculation, and memory grossly normal, gross vision normal, visual fields normal, pupils equal and round, 3 mm, brisk light reflex; full extraocular movements; no nystagmus or strabismus; symmetrical facial lines; bilateral nasolabial folds symmetric; no mouth deviation; hearing grossly intact; normal gag reflex; tongue midline, symmetric, strong head turning and shoulder shrug, an no scm atrophy. There was normal limb tone, proximal strength of left limb grade 4, distal 5-; right limb 5-. Coordination not cooperative, no involuntary movements, and superficial and deep sensations were normal. Tendon reflexes (++) and no pathologic signs elicited. Neck supple; meningeal signs negative. Considered acute cerebral infarction due to microthrombus detachment; immediate postoperative head CT and treatment with tirofiban for antiplatelet effect, edaravone for free radical scavenging, and symptomatic therapy were administered. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, on (B)(6) 2025 the 9x40 precise pro rx nitinol self-expanding stent (ses) system was used. The patient underwent carotid artery stenting under an embolic protection device, percutaneous vertebral artery drug-eluting stent implantation, and cerebral angiography. One day later, upon waking, the patient felt dizzy with left-sided limb weakness and numbness. The examination showed clear consciousness, mildly slurred speech, intelligence intact, insight, orientation, calculation, and memory grossly normal, gross vision normal, visual fields normal, pupils equal and round, 3 mm, brisk light reflex; full extraocular movements; no nystagmus or strabismus; symmetrical facial lines; bilateral nasolabial folds symmetric; no mouth deviation; hearing grossly intact; normal gag reflex; tongue midline, symmetric, strong head turning and shoulder shrug, an no scm atrophy. There was normal limb tone, proximal strength of left limb grade 4, distal 5-; right limb 5-. Coordination not cooperative, no involuntary movements, and superficial and deep sensations were normal. Tendon reflexes (++) and no pathologic signs elicited. Neck supple; meningeal signs negative. Considered acute cerebral infarction due to microthrombus detachment; immediate postoperative head CT and treatment with tirofiban for antiplatelet effect, edaravone for free radical scavenging, and symptomatic therapy were administered. The device will not be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.